Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d2 from the initial medwatch.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the pulmonologist was washing the lungs following a bronchoscopy and used a truncated, shorter needle as they usually do. They inserted the needle into the single use biopsy valve for washing and injecting the physiological water, and very small pieces of rubber came off the valve and went into the patient's lungs. The pieces were suctioned out with the bronchoscope and there were no pieces of the valve left in the patient. The planned procedure was carried out and completed with the same device. The issue caused approximately a 2 to 3-minute delay, which was the time it took to look and make sure there were no pieces left behind. The patient was not under general anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide information received through follow up and to provide an update to fields (d9 and h3). The device was evaluated by olympus, and the reported complaint of pieces of rubber coming off the valve was confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported event occurred due to incorrect operation when inserting and withdrawing the syringe. However, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: "insert the endo-therapy accessory into the valve as straight as possible." "Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." Additional information received: it was reported that it is possible that when inserting the truncated needle, instead of passing through the center of the rubber part, the tip of the truncated needle was inserted so that it interfered with the off-center periphery. The customers are conscious of inserting the instrument such as truncated needles straight into the biopsy valve and the customer is aware that the instruction manual states that the biopsy valve may be damaged if inserted at an angle. Olympus will continue to monitor field performance for this device.